Event description:
Healthcare worker experienced burning and stinging with whitening at the contact sites of the left hand thumb and middle finger after removing a wet pouch from a load following a completed cycle. The worker rinsed their hand under running water for 15 minutes and went to the emergency room. They were treated with bacitrin zinc ointment to the affected site and the whiteness resolved the same day as the event onset. The status of the vaporizer plate was unknown.